Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance, and cycler programmed displayed fill and drain volume values were within the tolerances. A second simulated treatment was performed and completed without any failures or problems, and again the cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation and system air leak tests as well as the patient sensor calibration check all passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. None of the reported complaint symptoms were confirmed via testing. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4)- a supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient in a call to technical services that, while in treatment, the patient filled with 2001 ml of fluid and drained 6260 ml of fluid. This drain volume was 313% of the patient's largest prescribed fill volume, resulting in a reportable malfunction. The patient's nurse later reported during a follow-up call that the patient was asymptomatic, and has resumed cycler based peritoneal dialysis.